Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced right leg pain extending from hip to knee, since device activation. The device was interrogated and there were 2 electrodes with inadequate impedance values. The device was reprogrammed. Etiology reported the event was not related to the devices and unlikely related to the therapy. The outcome was reported as recovered/resolved on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the impedance measurements were 4,300 ohms. The cause of the inadequate impedance measurements was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the event was possibly related to the stimulation therapy.